Manufacturer narrative:
H10: on (B)(6) 2024, the field service engineer (fse) went to the customer site and attempted to make selections using the touchscreen and confirmed that the touchscreen would not respond properly. The fse attempted touchscreen calibration without success. The fse opened the user interface (ui) assembly to verify that all cables were connected properly. All connections were good and the fse found no obvious damage to any components. The fse replaced the touchscreen assembly to resolve the issue. Following the touchscreen replacement, the fse was able to successfully calibrate the touchscreen and all of the controls tests were passed during performance verification testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the upper half of the touchscreen would not respond to touch or calibrate successfully. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. The customer has been provided with and accepted a quote for onsite service and a replacement touchscreen.